Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-17-user error caused or contributed to the event test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern l- unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for meter display of partial dashes accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of increased thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced two dashes using true metrix air meter. The test strip lot manufacturer's expiration date is 05/29/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter displays two rows of dashes on the screen a soon as meter is turned on displays 2 dashed lines appear.